Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered pump flow during impella cp support. The incident pump was inserted but maintained a flow of just 0.6 l at all times. Several repositioning attempts failed to maintain a proper pump flow. In every position of the pump, 0.6 l was shown on the automated impella controller (aic). Physician and nurse changed the flow from auto to several p-levels but 0.6 l were shown at all times. After exchange of the pump and the aic, there were no issues that occurred.

Manufacturer narrative:
The device was returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. No data logs were returned for analysis. Regarding the low or blocked pump flow: clinical details mention that the pump was unable to maintain proper flow, with flows of 0.6l/min maintained at all times. Several repositioning attempts failed to maintain a proper pump flow. Upon investigating the pump, it was seen that there was biomaterial around the impeller cage. The pump was run in the lab, and low flows were reproduced. The lab reproduction run resulted in a motor current spike to 1482 ma during ramp up. After the mc spike, flows were low at 2.7 l/min @p9 for 2 seconds before a jump up to 3.8 l/min @p9. Biomaterial was observed to have migrated from entraining the impeller prior to the lab run to the outflow after the lab run. The root cause of the low pump flow was most likely biomaterial ingestion based on the provided clinical details, and evidence from product evaluation and lab run of the returned product. G1 added manufacturing site name and address as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Correction: d4, e4.